Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part#: 07.702.040s, lot#: 3l53642, manufacturing site: werk bio oberdorf, supplier: (B)(4), release to warehouse date: 03 nov 2023, expiration date: 01 nov 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with tfna augmentation for the femoral trochanteric fracture. When the cement was used, the cement from the syringe tip was not wiped off and inserted into the blade. After injection of the cement, the c-arm showed a dark shadow on lateral side of the blade. It appeared that the cement leaked and remained, so that it was removed. Although the surgical time was extended for a few minutes, the procedure was completed without any problem. The surgeon confirmed the x-ray and determined that there was no residual cement. The surgery was completed successfully within 30 minutes delay.